Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called for assistance with the insulin pump as she has not worn it in many months. The customer stated that she was hospitalized for high blood glucose levels back in february, and has not worn the device since. The customer stated that she had received several alarms one month prior to the hospitalization. Assisted the customer with the settings, and conducted troubleshooting. The insulin pump passed the prime and high pressure test. The customer removed the infusion set, and the cannula was bent. The customer was not comfortable using this device because she did not receive a no delivery alarm even though the cannula was bent. Advised the customer that the insulin pump would be replaced. Nothing further was reported.